Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber gluing. In addition, we confirmed that the insertion flexible tube (ift) bump; however, it is not the main cause and/or irrelevant to the alleged complaint. In terms of the bending rubber missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report, ""hr-rpt-0581(bending rubber)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber adhesive falls off.